Event description:
It was reported to philips that the device does not pass the ECG testing. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the device does not pass the test or ECG testing. The manufacturer's authorized, field service engineer (fse), evaluated the device. And confirmed, the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that this was a malfunction of the processor pca and patient connector assembly. Which were repaired and replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.